Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a. Patient information: no specific patient information was provided. This report is being filed on an international product, architect intact pth, list 8k25-25, that has a similar product distributed in the us, list 8k25-27.

Event description:
The customer reported falsely elevated architect intact pth results for multiple pediatric hemodialysis and nephrology patients. The customer indicated they have obtained results near or below 20 pg/ml and the patients have historical values above 100. No further patient information was provided and no impact to patient management was reported.

Manufacturer narrative:
Review of the ticket trending data did not identify an increase in complaint activity related to falsely depressed patient results. Using world wide field data the historical performance of the assay was evaluated. This evaluation indicated that no unusual reagent lot performance was identified for depressed patient results. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ipth assay was identified. Update 28sep2018: concomitant medical products: the incorrect list number was initially documented for the architect i1000sr. The list number was corrected to 01l86-01.